Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation from the lifevest. The patient had a surgery incision that had opened and started bleeding due to the tightness of the patient's garment. The patient refused assistance and ended use of the device. The final medical outcome of the irritated incision site is unknown. There is no indication that the patient required medical intervention.